Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the guidewire polytetrafluoroethylene (ptfe) coating was scraped off with the torque device collet. From the condition of the guidewire it appeared that the torque device had been dragged down the guidewire ptfe. The guidewire was noted to be bent on the proximal section, the distal tip was in a coil like shape and some areas of the distal coating were noted to be glossy, and other areas were less glossy; however, the coating was present. The guidewire torque was not smooth due to the observed anomalies. The causes of the bend on the guidewire, the deformed distal tip, the torque not being smooth, and the coating issue on the distal section could not be definitively determined. The directions for use (dfu) caution to: ¿securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.).¿ the coating damage on the proximal end of the guidewire was probably due to the insufficient tightening of the torque device. Since the device dfu specifically cautions that insecure tightening of the torque device can lead to ptfe peeling, the cause is considered to be related to the dfu not being followed.

Event description:
Analysis of the returned device found that the polytetrafluoroethylene (ptfe) coating was peeling. There were no clinical consequences to the patient.